Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance, due to low blood glucose (bg) levels of 40 mg/dl, while wearing the pod. At the hospital, the patient was administered glucose as treatment.